Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2023-04594 was provided in sections: a1 patient identifier added. D1/d2 common device name corrected. D4 serial number, lot number, and model number corrected.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed an error message stating "pump not recognized by the aic." A second impella 5.5 was subsequently utilized for patient support. Upon further investigation, a review of the data logs discovered that the failure was caused by a known issue with the aic console. There was no patient harm related to this event.